Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's domestic partner reported via phone call that patient hospitalized for high blood glucose level. The customer¿s blood glucose level was 270 mg/dl when admitted to hospital. The device will not be returned for analysis.